Manufacturer narrative:
Additional information received on march 26th 2025, stating that there was no patient involvement.

Event description:
It was reported that the pump showed the check for empty tubing alarm. There was unknown patient involvement. No patient harm/adverse event was reported.

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. The event history log was reviewed. Functional testing was not able to duplicate the customer's reported issue. Due to the event log recording one time of the report alarm and too many (992 times) downstream occlusion (dso) alarms. The most likely cause of the report error is dso sensor. The dso sensor was replaced to resolve the reported error.